Event description:
It was reported that a patient presented for a routine generator replacement procedure on (B)(6) 2021. During the procedure, it was noted that the patient's right atrial lead had some insulation wear. The lead was repaired, and values were at normal values. The patient was stable throughout.